Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was checking her bolus history and the last bolus was recorded for (B)(6) of 2014. The customer stated that she had bolused that day and the insulin pump did not show this. It was explained to the customer that she may have changed the battery back in april and never reset the date. If so, the insulin pump would show that the bolus she gave on (B)(6) 2014 occurred in april. On (B)(6) 2014, the customer stated that the insulin pump changed the time again, on its own. She also stated it was not recording the bolus history. She stated her most recent blood glucose was 251 mg/dl, but there was also a reading of 406 mg/dl that was captured in the documentation of this complaint. The customer stated she was unsure of whether or not she had successfully treated as the insulin pump did not record the last bolus she tried to give herself. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.